Event description:
The customer contact reported a delay of critical therapy during an alarm condition. The pt was receiving an unspecified volume of tissue plasminogen activator (t-pa) for a duration of one hr via a plum a+ pump. After an unspecified length of time in use, the pump alarmed for "cassette failure." The customer contact reported 19ml of t-pa remained to be given. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.